Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 28-jan-2020. Inspection of the device was performed on 31-jan-2020 where the quality control inspector found the following: suction arm loose, insertion tube buckles under the root brace, failed wet leak test, light carrying bundle has less than 70% transmission, image blackout, distal body chip at channel opening at thinnest part, umbilical cable severe crush, failed dry leak test, pve electrical connector frame has severe corrosion, segment crushed, pve connector housing corroded, endoscope failed electrical safety test - plct, pve electrical pin corroded, leak at # 4 remote control button cover, insertion tube mild crush at stage 2, fluid invasion in pve connector, # 1 remote control button cover cracked, # 4 remote control button cover cracked, leak at # 1 remote control button cover, ccd circuit board corrosion, down angulation decreased, bending rubber no glue, bending rubber no string, shield cover corroded. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, as well as the following components: o-rings and seals, insertion flexible tube w/segment, distal end assy with tubes, bending rubber, distal joint screw m1, pulley assy pb-free, light guide fiber bundle(lcb), lgcable connector assy ntsc, shield cover, pcb for ccd k3a pb-free/ntsc, light guide cable, remote control button(1)pb_free, r.c. Button (4) pb-free, control body complete pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The endoscope was approved by final qc on 21-feb-2020 and delivered to the customer on (B)(6) 2020 under delivery order (B)(4).